Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by this patient to a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi) and genitourinary (gu) tracts. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that he had an infection and requested assistance with additional cleaning options for the cycler in order to prevent reoccurrence. The patient's concern is when he removed the old cassette, he noticed the tubing had yellowish stuff and wanted to make sure that did not get inside of the cycler. Technical support advised a new cassette is sterile and will not be contaminated. The patient did clean the cycler as he was advised by the pd nurse (pdrn). Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with enterobacter (species not reported) in the culture and a wbc count of 181/mm3. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that he had an infection and requested assistance with additional cleaning options for the cycler in order to prevent reoccurrence. The patient's concern is when he removed the old cassette, he noticed the tubing had yellowish stuff and wanted to make sure that did not get inside of the cycler. Technical support advised a new cassette is sterile and will not be contaminated. The patient did clean the cycler as he was advised by the pd nurse (pdrn). Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2024 presented with enterobacter (species not reported) in the culture and a wbc count of 181/mm3. The patient was diagnosed with peritonitis due to a break is asepsis during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal cefepime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided baxter cycler (not a fresenius product) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged to home on (B)(6) 2024. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.